Event description:
Reporter alleged obtaining a result of 283 mg/dl on aviva system 1 compared back to back with the results of 423 mg/dl and 114 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter also stated that he obtained another result of 194 mg/dl on aviva system 2 within 10 minutes of the two results prior to it. Reporter stated that he drank juice as he was feeling hypoglycemic symptoms. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter used all of the strips from the first vial, so none of that product will be returned for evaluation.

Manufacturer narrative:
(B)(4). Will not be returned to manufacturer.